Manufacturer narrative:
H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced frequency, urgency, leakage, incomplete emptying, dysuria, vaginal burning, atrophic vagina, recurrent urinary tract infection (uti), cystitis (inflammation), chronic kidney disease ii-IV, overactive bladder, back pain/flank pain, escherichia coli in urine (bacterial infection), unstable coumadin levels, chills, loss of/poor appetite, fatigue, joint pain, reduced muscle strength/muscle weakness (weakness), numbness, unsteady gait/limping/stiffness, hyperglycemia, distress, dry mouth, lightheadedness, palpitations, abnormal bruising (bruises), reduced muscle tone, thrush, bilateral shoulder pain, depression, small/large blood in urine (hematuria), leukocytes/protein/glucose in urine, frustration with voiding habits, weight gain (weight fluctuations), difficulty lying/sitting up, funny taste on tongue, anxiety, nervousness and required additional nonsurgical interventions.

Event description:
Per additional information received, the patient has experienced chronic constipation, diabetes, hypertension, recurrent rectocele, recurrent uterine prolapse, recurrent vaginal vault prolapse, severe abdominal and vaginal pain, peritonitis/sepsis, recurrent vaginal pain, recurrent urinary incontinence, urinary retention, nocturia, recurrent infections, and muscle spasms/cramps.